Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, h6 and h10 as reported, the balloon of a powerflex pro 8mm x 2cm 135 ruptured at 10 atm on its second inflation in the superficial femoral artery. There was no injury reported to the patient. Additional information was requested but not provided. The product was not returned for analysis as expected. A product history record (phr) review of lot 82195931 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. However, with the limited amount of information provided and without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a powerflexpro 8mm2cm 135 ruptured at 10 atm in it's second inflation in the superficial femoral artery. There was no injury reported to the patient. Additional information was requested but not provided. The device is not being returned for evaluation as previously expected.